Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth and an infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported).